Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was over 400 mg/dl. Tandem technical support had the customer perform a system check and the occlusion was related to the infusion set site. However, customer insisted the pump was the issue. Customer reverted to manual injections.